Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was able to duplicate the complaint. The main board and the assembly kit were replaced on the device by the fsr. The device was tested, user verification test and operation verification procedures were performed and the device was returned to the customer operating to manufacturer specifications. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" while in use on the patient. The customer reported that there was no patient injury or harm as the ventilator was changed.